Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The front speaker would not work. The front piezo (speaker) was replaced, also replaced rear piezo as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing, it cannot be heard the device alarming/beeping, speaker needs to be replaced. No patient injury was reported.